Event description:
It was reported that both right atrial (ra) lead and right ventricular (rv) lead had dislodged. It was believed that this was related to twiddlers syndrome. The patient was shocked by the defibrillator due to noise on this right ventricular (rv) lead which had pulled back through her tricuspid valve. This was resolved by turning her tachy therapy off. Subsequently, the patient underwent a revision procedure, and this product was explanted and successfully replaced. Outside of the revision procedure no additional adverse patient effects were reported.